Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided to reset pump using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if any malfunction alarm happened again.